Manufacturer narrative:
The tech found that the head up valve was not functioning. He replaced the valve to repair the bed.

Event description:
Info received indicates the head section of the bed will not go up or down. The bed is in the flat position. The motor runs when he pushes the head up button, and all other functions work.